Event description:
The customer mother said the customer had a low bg in the morning of 62. The bg was treated with juice. Offer to trouble shoot the low for the caller. The caller declined the offer. The lcd screen appears to be blurry. Offered to replace the pump but the mother decline they are going to wait until the see their doctor. The mother did report that the customer was hospitalized for low bgs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.